Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced unspecified symptoms of hypoglycemia and a loss of consciousness. The customer had contact with a non-healthcare professional (non-hcp) who provided unspecified treatment. Adc customer service attempted to obtain additional information regarding the medical event but the customer was unable to provide further informaiton. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.